Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patients permanent implant has never provided the same level of benefit experienced during the trial procedure. An x-ray was performed and showed that one spinal cord stimulation lead had migrated slightly lower. It was noted that the patient had experienced recurrent falls, which were attributed to loss of balance accompanied by twisting movements.